Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and alarmed button error. The customer's blood glucose was 153 mg/dl. The customer stated that the insulin pump had been splashed on an amusement park ride. She did not observe any moisture visible in the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces also traces of moisture were noted at the lcd board per our visual inspection. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window and missing the end cap sticker.